Event description:
It was reported that the pt underwent spinal fixation with instrumentation at t12-s1. It was also reported that the doctor did not place any fixation devices at l3. Approximately a year post op, l3 did not fuse. In addition, it was found that the rods on each side of that level were broken. A revision surgery was performed to fuse that level.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.